Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of connection issues - disconnection could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-00500 lot number 22093247 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing separated at the drip chamber during the priming process. The following information was provided by the initial reporter: "we had alaris pump infusion set in ods separate at the drip chamber. It was during priming, so not an issue with a patient"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing separated at the drip chamber during the priming process. The following information was provided by the initial reporter: "we had alaris pump infusion set in ods separate at the drip chamber. It was during priming, so not an issue with a patient."